Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a tmicl implantable collamer lens into the patient's right (od) eye. The surgeon reports astigmatism. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Corrected data: b5 - it was also reported the lens had rotated with planned repositioning. But at a later update from the reporter patient had received lasik surgery and repositioning was no longer required. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - patient code 3191: no code available (secondary surgery, lasik) claim#: (B)(4).